Event description:
It was reported that the patient had vaginal yeast infection with symptoms of vaginal itching, burning, tenderness, pressure, irritation, urinary urgency all the time and then only urinating a ¿few drops¿ and burning during urination were noted. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with monstat 3 day suppositories (the subject used 5 suppositories from (B)(6) 2010 to (B)(6) 2010). The outcome of the event was reported, as of (B)(6) 2010, as resolved without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33, lot# v388971, implanted: 2010 (B)(6); product type lead. (B)(4).